Event description:
Customer reported physical damage to the insulin pump which includes scratches on screen. The blood glucose level was not included in the report. Nothing further was reported.

Manufacturer narrative:
Findings: pump received with cracked reservoir tube lip, cracked battery tube threads, and minor scratched lcd window.